Event description:
The caller reported that an 8dfen tracheostomy tube was placed in a pt in the operating room two times in 2009, the hub was noted to be separated from the main tube. The caller stated it looked like the hub had become unglued from the tube. The caller stated that they did not want to change out the tracheostomy tube since it was new and wanted to wait 10 days from insertion. The caller stated that pt was on a ventilator the first time, and was taken off the following month. The caller stated that they held the inner cannula in place with a tracheostomy tie modified to hold the inner cannula, and it was changed out and replaced with a 8dfen six days later.

Manufacturer narrative:
The 8dfen tracheostomy tube with lot number 0709000661, was received for eval. The failure investigation found that the snap head was separated from the outer cannula and the head was broken. The failure mode reported was confirmed.